Manufacturer narrative:
The medwatch report and reference number was not reported. (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking around the port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.